Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low suspend alarm, high blood glucose readings and weak signal alarm from the insulin pump. The customer's blood glucose reading was 599 mg/dl. The customer treated with the pump. The customer reported a lost sensor alarm during the call and mentioned her threshold suspend kept coming on. The customer stated that the sensor kept reading 40 mg/dl. The customer declined to troubleshoot for sensor glucose versus blood glucose.